Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8782, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen 700 mcg/ml (dose 60.10 mcg/day) and fentanyl 700 mcg/ml (dose 60.10 mcg/day) via an implanted pump. The type of baclofen and lot number was unknown. The patient¿s ¿new¿ drugs were listed as baclofen 700 mcg/ml (dose 87.42 mcg/day), clonidine 700 mcg/ml (dose 87.42 mcg/day), and morphine 20 mg/ml (dose 2.498 mg/day). The pump's indication for use (IFU) was listed as spinal pain. The patient thought something was wrong with the pump and it was not controlling his pain/increased pain. The onset was gradual. It was two refills ago (2015) when the patient complained of the issues. A dye study was done on (B)(6) 2015 and it was successful. They confirmed the catheter was intrathecal (it) and they were able to aspirate 1-2cc and got cerebrospinal fluid (csf) back. The tip remained at the level it was implanted at. The ¿drug cocktail¿ was changing so the reporter was requesting assistance with what to do next post catheter dye study. Additional information regarding the pump drug details, concomitant medications, medical history, date of the previous 2 refills, and troubleshooting, actions/interventions, cause, and resolution of the increase in pain was requested. If additional information is received, a follow-up report will be sent.